Manufacturer narrative:
The reported event of failure to capture was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Capture test performed under nominal conditions indicated normal results. Further evaluation of the output signal measured normal pacing parameters. Additionally visual inspection of the header did not find any contamination or foreign material that could contribute to the reported event, and review of device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests prior to its distribution. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient experienced syncope and presented to the hospital for follow-up. It was noted that the right ventricular (rv) lead exhibited failure to capture. The rv lead was explanted and replaced with a left bundle branch area pacing (lbbap) lead. During the procedure, it was noted that the pacemaker also exhibited failure to capture. The pacemaker was explanted and replaced. The patient was in stable condition.